Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose readings of 121 mg/dl, 162 mg/dl and 181 mg/dl on the reported meter which he claimed were inaccurately high compared to his expected values. Based on these readings the patient took 80 units n insulin and 60 units r insulin. One hour afterwards, the patient experienced the symptoms of shaking and sweating. The patient administered self-treatment with glucose tablets; he did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. The passing control solution result indicates the meter and test strips were functioning appropriately. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received treatment with glucose, this complaint is being reported.